Event description:
It was reported that after a da vinci assisted bilateral inguinal hernia repair procedure, on post-operative day #2, the patient expired. From available information, the patient was discharged in stable condition the day following the procedure. A day after he was released, the patient expired at home. Intuitive surgical, inc. (Isi) contacted the involved surgeon and obtained the following additional information regarding the reported event: on (B)(6) 2022, the patient underwent a da vinci-assisted bilateral inguinal hernia procedure with no intraoperative complications. There was no blood loss and no complications observed. Other provided information indicated that while the surgeon was peeling the peritoneum, there was minor ooze from the capillaries, for which the surgeon used hemostatic gel to address it. As the capillaries were so tiny, the surgeon did not want to use energy. The surgeon reported that he had even commented to the operating room (or) staff that this was one of the cleanest and most smooth inguinal hernia repairs. The patient was treated with ultram and flexeril for postoperative pain and muscle relaxant. On postoperative day #1, the patient was discharged with no postoperative issues and was very stable. On postoperative day #2 ((B)(6) 2022), the patient had not reported any symptoms or signs of any issues. The surgeon was informed that the patient's wife had found her husband dead. The surgeon reported the patient was a 48-year-old male with a history of narcotic abuse. The surgeon does not believe the patient had any bleeding disorders. The patient had many tattoos and reported no bleeding issues with that. Pre-operatively the patient was on lovenox (anticoagulant). The surgeon did not know if the patient had a protein c and s deficiency. The surgeon reported that the autopsy result stated the patient's death was due to slow venous blood loss. No source identified any specific vessel with evident vessel damage. The surgeon reiterated that there was no isi device or system malfunction during the procedure. As a result, there is no necessity for any of the products to be returned.

Manufacturer narrative:
Based on the current information provided, the cause of the reported patient expiring at home a day after he was discharged in stable condition cannot be determined or is unknown. No instruments used during the procedure were returned as there was no allegation of a product malfunction or any intraoperative complications reported. An autopsy report stated the patient's death was due to slow venous blood loss. No source identified any specific vessel with evident vessel damage. If additional information is received, a follow-up MDR will be submitted. System log review was conducted by the technical support team: universal surgical manipulator (usm)3 class 0 errors were noted during the error log review, however, they were not reported by the customer. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site on (B)(6) 2022 to further investigate the reported complaint. The fse observed a class 6 error 32097 and usm 3 was replaced. Failure analysis of the usm 3 showed a defective fiber clockspring assembly and the usm3 was repaired. Additionally, all the instruments with the exception of the monopolar curved scissors (mcs) instrument have been used in subsequent procedures. A site review confirmed there have been no complaints against the mcs instrument. A review of the event was conducted by an isi medical officer, and the following additional information was provided: based upon the information in the description of events, there is insufficient information to determine the extent to which the da vinci system, instrumentation, and/or accessories may have contributed or caused the patient¿s mortality after undergoing a da vinci assisted bilateral inguinal hernia repair. The possibility of other patient comorbidities that are not identified in the past medical history may have played a role in the patient¿s mortality. However, the cause of death is currently unknown. This complaint is a reportable event due to the following conclusion: after a da vinci assisted inguinal hernia procedure, on post-operative day #2, the patient expired. As reported, the surgical procedure was completed without any complications and the patient was discharged the following day in stable condition. At this time, the cause of the reported death remains unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. PMA/510(k) number and adverse event are not applicable.